Manufacturer narrative:
A review of the data indicates the samples are near or below the limit of detection (lod). Based on the totality of the information provided, there is no evidence that any product malfunctioned occurred. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states reported that two non-reproducible results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system . Both patients returned for recollection and tested on (B)(6) 2021 with sars-cov-2 negative results on the same liat m1-e-12708 and also on the panther® hologic instruments. Customer also retested the original samples from (B)(6) 2021 again on (B)(6) 2021 and results were sars-cov-2 negative for both. No harm alleged. The samples were collected using nasopharyngeal swabs using collection kit bd uvt catalog number 220531. Two mdrs are being submitted as per FDA guidance; one for each patient sample.